Manufacturer narrative:
The device associated with this report was not returned. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed knee joint instability. The medial and collateral ligaments were laxed. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the patient joint instability. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient claim states that she was revised to address collapsing of the knee, pain and general disability. Update rec'd (B)(4) 2013- legal claim received. There is no new additional information that would affect the investigation. Records are attached for further review. The complaint was updated on: (B)(4) 2013. Update rec'd 2/14/2014-medical records received. A correct dor was given. Revision operative note received and there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/14/2014. Update rec'd 3/7/2014-pfs medical records received. A correct doi was provided after reading the primary operative note. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 4/1/2014. Update rec¿d 4/8/2014- patient's medical records were received. There is no new information that would change the existing MDR decision. The complaint was updated on: 04/30/2014. Update rec'd 6/2/2014- maude report received, mw 5032391. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 06/02/2014. Update rec'd 06/17/2014 - patient has notified depuy's legal department that she is scheduled for surgery to her left ankle to repair her longitudinal peroneus split brevis tendon on 07/22/2014. There is no new information that would affect the existing MDR decision. The complaint was updated on: 07/14/2014. Update rec'd 8/7/2014 - part/lot was identified from previously received medical records. The patient was revised due to posterior instability. A patella fracture was noted in the revision operative note, but it is unclear whether it is an implant or bone fracture.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.